Event description:
During priming and when in use small bubbles collected along the length of the tubing and were impossible to remove. Primed under gravity with saline solution. The micro bubbles seemed to stick to the tubing.

Manufacturer narrative:
Add'l info has been requested concerning this complaint. The notification date was 27 sept 2007, but we were notified on 30 oct 2007.